Manufacturer narrative:
There were no technical services requested or performed related to the reported event. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an anterior capsulotomy tear occurred before hydrodissection in a patient's right eye during a laser assisted cataract procedure. An anterior vitrectomy was performed and an anterior chamber intraocular lens was inserted into the sulcus. The doctor was given an older microscope than what was requested and view was not clear. There was a section of the capsulotomy that could not be seen well. Docking was attempted several times due to patient movement/tremor. Conjunctiva was noted during docking attempts.